Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke) and weakness are listed in the product instruction for use as potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke) and weakness are listed in the product instruction for use as potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a left common carotid stenting procedure with a non-abbott stent and a rx accunet embolic protection device, the patient experienced inability to move the right arm. One day after the procedure, the patient reported that the right arm movement had improved but reported left thumb and first finger weakness. CT of the head on (B)(6) 2011 did not show evidence of a stroke however, neurology diagnosed the patient with a left hemisphere stroke based on symptoms. There was no reported treatment given. The patient's condition is continuing but improved. The patient was discharged home one day after the procedure with physical therapy and occupational therapy. Though requested, there was no additional information provided.